Event description:
Reportable based on analysis completed on 19-feb-2015. It was reported that the stent did not cover the lesion fully. Vascular access was obtained via the femoral artery. The 95% stenosed, 12mm in length, de novo target lesion containing a bend of between >45 and <90 degrees was located in a moderately calcified left main artery. A 4.00x8mm promus element ¿ drug-eluting stent was selected to treat the target lesion. However, during advancement significant resistance was encountered and the stent did not fully cover the lesion. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the stent delivery system was returned for analysis. There were no issues noted with the profile of the devices tip. A visual and microscopic examination found no issue with the profile of the device¿s markerband and inner. The stent profile appeared slightly bent. It was also noted that several of the stent struts at the centre of the stent were distorted and misaligned. This damage is consistent with the stent meeting an obstruction during the removal of the device. The stent was measured and is within specification. The balloon was tightly wrapped, evenly folded and was not subjected to positive pressure. A visual and tactile examination found no kinks or damage along its length. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is user preference issue as the product met specification but the user was reportedly dissatisfied with the function, performance, or appearance of the product. (B)(4).